Event description:
The patient experienced a burning sensation. She experienced painful sensation in the pocket when her device was on and it would go away when the device was off. The company representative confirmed that the patient had her neurostimulator (ins) revised on (B) (6) 2010. Her leads were unhooked and cleaned off; the channels inside her ins were cleaned; then were all re-connected. She was doing very well with no more burning sensation when the ins was on. When charging, she still experienced some heat that was not painful.

Manufacturer narrative:
(B) (4).